Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code, expiration date, date implanted, (B)(6) 2003 revision, (B)(6) 2001, date implanted, (B)(6) 2003, revision - (B)(6) 2003, date explanted, (B)(6) 2003. Date explanted, 2003, PMA/510(k) number, and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2003 due to dislocation. It was further reported that patient underwent a revision procedure on (B)(6) 2003 due to dislocation. The polyethylene liners and modular heads were removed and replaced in both procedures.